Event description:
On 11/19/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: force bipolar instrument broke during procedure. Instrument jaw had cracked, and a piece was hanging off, but all pieces were accounted for. Original intended procedure: laparoscopic robotic, hernia repair inguinal with mesh bilateral.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the force bipolar be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.